Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the nurse noted a cartridge fluid leak. Rinseback was not performed as per facility policy, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The facility discarded the device because patient has infectious disease. Therefore, the reported fluid leak cannot be confirmed. All cartridges are 100% leak tested during the manufacturing process. Review of complaint history indicates that the reported problem appears random. The user's guide states that the cycler may not sense slow fluid or blood leaks and to recheck all fluid lines, connections, caps and clamps. Will continue to monitor as part of the routine complaint process.